Event description:
Per the clinic, the disposable battery of the sound processor was found to have leaked fluid. Replacement equipment was sent, and no reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The disposable batteries not available for analysis.this report is filed (B)(4), 2013. (B)(4): batteries not available for analysis.